Event description:
The customer reported that system is not turning on. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a resistor on the surge suppressor board. System operates as intended. (B)(4).